Manufacturer narrative:
Concomitant products.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a hemodialysis (hd) nurse went over to patient¿s machine to turn off blood pressure alarm and chart and they noticed there was approximately 50cc of blood on hoses, dialyzer and floor. The lines were checked and the arterial line was found to be not securely connected to the dialyzer. Treatment was paused and the blood was not rinsed back. The lines were disconnected. The hanson ports on the dialyzer were tested for blood and the test came back positive. The machine was pulled and placed into bleach mode. It was reported the patient was reset up on a new machine. Additional information was requested however was reported to be unavailable.